Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility , but photos were provided to the plant for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® serum / cat blood collection tubes had foreign matter in tube; biological and nonbiological. The following information was provided by the initial reporter: "foreign matter in tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® serum / cat blood collection tubes had foreign matter in tube; biological and nonbiological. The following information was provided by the initial reporter: "foreign matter in tube"